Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to a product performance issue. A new device was implanted. No additional patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).